Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Analysis was normal.